Event description:
It was reported that patient faced adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026 which leads to hyperglycemia and treated with multiple daily injections.

Manufacturer narrative:
Initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 300344238.